Event description:
Reporter called on behalf of a family member to report 3 defective lantus injection pens. Reporter stated all 3 devices will turn but will not load insulin. Reporter stated they are unable to be used. Reference reports mw5162274, mw5162275.